Event description:
It was reported that a dexcom g7 sensor was not pairing to the ilet while continuing to display glucose values in the dexcom app, and the issue resolved after restarting the ilet and reentering the pairing code, after which the ilet displayed ¿stop or replace sensor¿ followed by glucose readings. Symptoms included no adverse clinical effects. Outcomes included no alarms of clinical concern and restoration of glucose data display on the ilet. Investigation included guided troubleshooting and user education, sensor type toggling between g7 and g6 to reenter the pairing code, attempting connection outside to reduce potential interference, and restarting the ilet. Investigation of this case revealed a temporary communication or pairing failure between the cgm and the ilet with successful reconnection after device restart, consistent with a transient connectivity issue rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error resolved with standard troubleshooting and device restart.